Event description:
It was reported that the right atrial lead dislodged and there was no capture or sensing at the three month follow-up. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Concomitant products: 6947m implantable tachy lead (B)(6) 2013; d314trm implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).